Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the lead dislodged about 3 months after the implantation. Intermittent p-wave undersensing was noted. The patient was asymptomatic. The lead was explanted, but not returned for analysis. The date of explant was not provided.